Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The target nodule measured 61.8 x 44.6 x 28.9 millimeters and was located in the right lower lobe, directly adjacent to the pleura. Instruments used for the biopsy included a 21g flexision biopsy needle and cryoprobe, with a bronchoalveolar lavage also performed. The procedure was completed as planned without delays. The pneumothorax was detected via chest x-ray, and a chest tube was placed for resolution. Serial chest x-rays showed complete resolution by the next day, and the patient was discharged home. The physician indicated that the event was not related to the ion system, was probably related to the procedure, and possibly related to the patient's existing conditions. There was no device malfunction associated with the event.